Event description:
A pt called to report inaccurate results, but was unable to provide the actual blood glucose readings. The customer care rep walked the pt through two blood glucose tests and obtained results of "157 mg/dl and 210 mg/dl" with a lifescan meter, performed within 10 minutes of each other. The meter, test strips, and control solution are being replaced.